Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in clinic follow-up. Upon interrogation, it was discovered the implantable cardioverter defibrillator was in backup pacing mode. The device was successfully restored. The patient was stable and will continue to be monitored.